Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(6). (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor memorygel breast implant 325 cc and suffered from a baker grade IV capsular contracture on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On september 15, 2021, the mentor failure analysis lab received two devices for evaluation. It cannot be determined which device is the suspect medical device for the reported capsular contracture, since the two received products have the same lot number engraved. The exact date of explantation was not provided. Therefore, the explant date was defaulted to the 1st day of the month the device was received to september 1, 2021. Field d6b has been updated on this form. Also, is required intervention has been selected under section b; field b2. On september 22, 2021, both device evaluations were completed. Mentor conducted a visual inspection of the returned devices. Device 1: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 325cc returned device. Device 2: visual analysis of the returned sample revealed that the smooth hpg, 325cc breast implant had a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).